Manufacturer narrative:
The harmonic ace instrument was received and failure analysis was performed. The instrument was found to have a broken round rack. The broken piece was returned. The retaining ring inside was dislodged, causing the parts to separate. Components adjacent to the broken round rack do not show damage. There were no signs of potential fragments.

Event description:
It was reported that during a da vinci-assisted surgical procedure the harmonic ace instrument broke towards the beginning of the case. A fragment fell inside the patient but was retrieved during the same procedure. The surgeon was able to complete the procedure robotically using a backup harmonic ace instrument.